Event description:
It was reported by the customer that during use the cardiosave intra- aortic balloon pump (iabp) unit could not find the trigger. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. The fse also discovered that the fiber optic sensor extension cable was damaged. To fix the issue, the fse replaced the cbl assy,fo sensor extension. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site is (B)(6).

Manufacturer narrative:
Additional customer contact phone: (B)(6).

Event description:
N/a.